Manufacturer narrative:
H.6. Investigation: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. DHR was performed. No related quality issues or process deviations were found.see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. This event occurred twice. The following information was provided by the initial reporter. The customer stated: this time the device had a hole/defect in the tubing and while attempting to collect blood the blood only made it to the defect area. The blood would drip out of the tubing and would not ever make it to the syringe resulting in the patient having to be re-stuck with a separate device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. This event occurred twice. The following information was provided by the initial reporter. The customer stated: this time the device had a hole/defect in the tubing and while attempting to collect blood the blood only made it to the defect area. The blood would drip out of the tubing and would not ever make it to the syringe resulting in the patient having to be re-stuck with a separate device.